Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Platinum diversity clinical study. It was reported that vessel dissection occurred. In (B)(6) 2015, the index procedure was performed. The target lesion was located in the proximal circumflex (cx) artery with 95% stenosis and was 30mm long with a reference vessel diameter of 3.4mm. The target lesion was treated with pre-dilatation and placement of a 3.00x32mm promus premier stent. Post stent deployment, grade a edge dissection proximal to the target lesion was noted. The physician then treated the dissection with placement of a 3.00x12mm promus premier stent, in an overlapping manner. Following post-dilatation, residual stenosis was 0%. The event was considered resolved the same day. One day post procedure, the patient was discharged on aspirin and clopidogrel.